Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e1, e2, e3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bending sheath cover was damaged on the evis exera iii colonoscope. The damaged sheathing was reported to be between 20 cm and 30 cm. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the connecting tube had foreign material. The foreign material found resembled surgical glue. This report is to capture the reportable malfunction of a foreign substance found on the connecting tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the unit failed the distal end insulation inspection, the plastic distal end cover was chipped, and the light guide lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.